Event description:
The customer reported that the system would not display the live fluoroscopy images. No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The reported issue could not be duplicated. No conclusion can be drawn as no add'l service info was provided.